Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited leakage in the plug seal and damage/bent insertion tube during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure "scope has a leak around the seal at the plug" was not confirmed and "damage and is bent on the insertion tube" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: loose light guide adapter, cracked on sides of video-connector and image is out of field. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.